Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿ ii advance, there was fibrin and red blood cells attached to the tube wall. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo indicated fibrin strands in the serum and red cell hang up. A total of 100 retained samples were visually inspected, and no additive defects related to fibrin were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of march 2025. Therefore factors that may contribute to fibrin and red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and as tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode (floating clot) because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples showed a degree of the defect. This complaint has been confirmed for the indicated failure modes fibrin and red cell hang up. Corrective and preventive action has been opened to address the sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿ ii advance, there was fibrin and red blood cells attached to the tube wall. There were no health consequences or impacts reported.